Event description:
Boston scientific received information that this patient will be presented to the electrophysiology (ep) laboratory for removal of the subcutaneous implantable cardioverter defibrillator system (s-ICD) due to infection. Following removal and pocket lavage, the patient will be wearing an external defibrillator "life vest" and will be given antibiotics intravenously. Subsequently, boston scientific received information that both the device and electrode were removed without incident. The device and electrode were sent to the hospital's pathology department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.